Manufacturer narrative:
The device in question was returned to manufacturer as reflected in section d9. The investigation is not yet complete, investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon suffered an electric shock while operating the instrument during a procedure. The electric shock partially destroyed the surgeon's glove and caused a skin burn.